Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. No unexpected restart alarm was noted. The pump was programmed with multiple bolus deliveries and was monitored. All boluses delivered completely with their indicated amounts and were properly recorded in the bolus history screen. The pump was tested and monitored for 24 hours and functioned properly. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed multiple unexpected restart alarms with every battery replacement. The customer's mother stated that the date had to be changed each time the alarm occurred and she no longer felt safe having the customer use the insulin pump. The caller stated that she felt as though the insulin pump was getting slower than normal. The caller did not know the blood glucose reading.